Manufacturer narrative:
H.6. Investigation summary two samples received for investigation, test were performed including leakage and defects on molding for barrel, plunger rod, and/or stopper. Upon observation, there is damage to the barrel. Possible root cause, is barrel damage during manufacturing. As this occurrence would not exceed the acceptable quality limit (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. During the documentary review, records of quality notifications that could cause the defect reported by the client were not observed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 309657 batch no.: 8235730 it was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the barrel was warped so it was not perfectly cylindrical. It was also reported medication leaked out of the back of the syringe. The following information was provided by the initial reporter: contact reported syringe barrels were warped so that they were not perfectly cylindrical. As such the circular plunger could not completely seal the insulin inside the syringe from exiting out of the back of the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309657 batch no.: 8235730. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the barrel was warped so it was not perfectly cylindrical. It was also reported medication leaked out of the back of the syringe. The following information was provided by the initial reporter: contact reported syringe barrels were warped so that they were not perfectly cylindrical. As such the circular plunger could not completely seal the insulin inside the syringe from exiting out of the back of the syringe.